Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s mother called the ambulance because the patient had a seizure. The cgm was reading 131 mg/dl but the fingerstick bg result was showing just the word lo. While waiting for the ambulance, the mother administered glucagon, injected in her abdomen twice (two injections of 1 mg/0.2 ml). The patient was able to react by then and became a little bit conscious. When the ambulance arrived, they checked the patient's vital signs and another fingerstick bg which was 70 mg/dl. No further medication was provided. The patient was answering at that time and looked well. The ambulance team asked the patient if she wanted to go to the emergency room (ER) and she declined. At the time of the report she was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.